Manufacturer narrative:
The investigation for the console (aic) self check issue has been completed. Data logs were reviewed which reveal pbm communication errors that would have resulted in the system self check failure seen in the field. The device was returned for evaluation and the failure mode was reproduced and the super cap on the pbm was confirmed to have corroded the pbm communication trace next to it. The cause of the aic issue was contamination of a communication line on the pbm.

Event description:
Us complainant reported that the automated impella controller (aic) received a system self check failed alarm. Biomed attempted to restart by resetting the aic and turning off the battery without resolution in the alarm.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.